Event description:
Initial and add'l info was received from a consumer on (B)(6) 2011: a (B)(6) female received her first set of injections of sodium hyaluronate (hyalgan) (lot#, expiration date unknown) in her right hip and knees in 1998 for pain. Within 3 to 6 months her knees started cracking and crackling. She also experienced constant pain with fluid retention. In 2004, she was diagnosed with arterial plaque and had a stent placed. In 2006, she had a stent closure and experienced a mi. She had been receiving sodium hyaluronate every few years until the last few months when she was administered with it in her (left knee or right hip in (B)(6) 2011). At the time of the report, the outcome of the events were unknown except for the pain and fluid retention which were ongoing. Concomitant medications included ibuprofen [motrin] and naproxen [naprosyn]. No further relevant info was provided. Pharmacovigilance comment: sanofi-aventis company comments dated (B)(6) 2011: this case lacks significant info (e.g. Complete medical history including risk factors for heart disease, counteractive measures, laboratory/diagnostic results, etc.) To make a complete medical assessment. It is noteworthy this consumer continues to take hyalgan despite of the reported reactions.